Manufacturer narrative:
Additional information is provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, clarified that the surgery was completed without any complication to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The company service representative tested the ultrasound output at each port and found it to function as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications, as related to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, the system lost phacoemulsification power in the middle of the case. No patient harm was reported. Additional information has been requested.